Event description:
It was reported that the patient missed a refill due to being in the "ICU". The patient was in the ICU on (B)(6) 2012 and again on (B)(6) 2013. The patient had a breathing edema and was in a long term care facility. It was reported that the patient "didn't have enough oxygen to her brain so the three segments of her body that are supposed to adhere to recognition, et cetera, is not working". The patient is not awake or has not responded to "any of the things". It was also reported that "she is in a sleep mode now" and if she should happen to wake during the alarm she "might have another cardiac arrest". The patient's refill alarm was scheduled to alarm the day before the report but it was unknown if the alarm had gone off. The pump was infusing morphine.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. (B)(4).